Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had other critical pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Retainer = blackon (B)(6)2021 the customer alleged the insulin pump alarmed critical pump error (open book), pump error 35, and has moisture damage.the following were noted during visual inspection: scratched case, stained keypad overlay, case cracked at the corner of the belt clip rails, cracked select button keypad overlay, and pillowing keypad. Device was received with a critical pump error (open book) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book) alarm. Successfully downloaded firmware using crest however, the insulin pump failed to enter recovery mode preventing download of history files and traces using thus, x-test was used to download the bootloader traces. X-test bootloader traces indicate that a critical error triggered the critical pump error (open book) alarm. Device was cut open to perform visual inspection and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Critical pump error (open book) alarm and pump error 35 alarm are due to moisture damage on the force sensor. Unable to enter recovery mode and download trace/history files using thus due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification and a test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book) alarm, pump error 35 alarm, and moisture damage are confirmed. Critical pump error (open book) alarm and pump error 35 alarm are due to moisture damage on the force sensor. Unable to perform the required testing due to critical pump error (open book) alarm and unable to download due to moisture damage on the electronic assembly (pcba 1 and pcba 2)medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.